Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported. The pump failed flow test three times. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, and a worn uso seal and overlay. There was no evidence in the event history log. Three accuracy tests were performed for functional testing. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6) . B3: unknown., corrected data: health effects corrected.